Event description:
Information was received from a patient who was receiving dilaudid, fentanyl, sufentanil, and dilaudid via an implantable pump for n on-malignant pain. It was reported that the patient had been having problems with their communicator as it didn't stay linked up every time and they had to continually relink the system. Another issue started 2 days ago when they try to link it up, it said communicator was not available when charging. They did not have the device charging on the charging port when it gave them the notice. Agent had them reset communicator and try to connect to the handset but they saw communicator not available while charging. They confirmed communicator battery level was at 94%. An request for repair was sent to replace the device.

Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6). Implanted: (B)(6) 2025: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 23-oct-2025, UDI#: (B)(4). H3. Analysis of the communicator found micro usb charge port is loose and device not powering on after 1.5 hours. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.